Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that there was an allegation/dissatisfaction with ins longevity. The patient previously had an ins implanted in 2005 which had to be replaced because it didn¿t last very long. ¿it was a bad unit or something.¿ the device quit working 12-14 months after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.